Event description:
Based on the information provided, during the initial surgery the 66-3526 screw broke and part of the screw remains implanted. The surgery was completed and the patient is in good condition.